Event description:
The tech reported that the bed exit alarm volume is not as loud as it should be. The bed was located in storage at the facility. There was no pt/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).

Manufacturer narrative:
The tech found the pt position module alarm is worn due to normal wear and tear. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2012 and 2013. It is unk if the facility performed any other preventative maintenance on this bed. The tech replaced the scale pt position module power control board external buzzer kit to resolve the issue. Based on the info, no further action is required.